Manufacturer narrative:
(B)(4). The rt200 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the returned rt200 adult breathing circuit was pressure tested for leaks. Results: no fault was found with the returned breathing circuit. The pressure test results were within the required specification. Conclusion: a leak in the breathing circuit is usually detected by an alarm on the ventilator. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The returned breathing circuit operated correctly during testing and the reported fault could not be replicated.

Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt200 adult dual-heated breathing circuit failed the ventilator leak test. This was found before use on a patient. No patient consequence was reported.